Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl. The customer had not reported any symptoms related to the high blood glucose event. Troubleshooting was not performed as the customer declined to troubleshoot. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.